Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut itself down automatically. During troubleshooting, the fse checked the pdu control module, there was no loosen connections around pdu. Then the fse reset the software of the pdu, but the issue persisted. The fse replaced the pdu control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system shuts down automatically and restarted with the same error. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.